Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead exhibited an increase in both thresholds and impedances. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had syncope. The battery of the device depleted very quickly within one month. The device was removed and replaced. It was also reported that the right ventricular lead exhibited rising threshold and rising impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.